Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be swollen, the "up", "down" and "ok" keypad buttons were unresponsive to user input, the "contrast" keypad button required excessive force to activate, the "up, down, ok and contrast" key contacts were inverted, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and down arrow buttons intermittently did not respond when pressed. The buttons would not spring back after being pressed. It was reported, there was no structural damage to the keypad. There was no adverse event associated with this complaint.